Manufacturer narrative:
Concomitant medical products: competitor ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and had high impedance. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The exposed right ventricular defibrillation coil was flexed. If information is provided in the future, a supplemental report will be issued.